Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s lead with a new model on (B)(6) 2020, which resolved the issue.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation after working extensively in the garden for several days. The patient was unable to increase amplitude for stimulation, as it would decrease automatically on its own. Diagnostics revealed multiple high impedances. Reprogramming was attempted with minimal success. To address the issue, the patient may be awaiting surgical intervention.